Event description:
A call was received from a consumer's significant other stating that an adverse event involving high readings took place requiring medical intervention. Very little information was given and troubleshooting with the consumer or significant other was refused by the caller. This is being reported as an adverse event under the FDA medwatch regulation. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of this device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.